Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly and no unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads, cracked case reservoir tube window corner and missing end cap sticker.

Event description:
It was reported that insulin pump had a crack at battery compartment, drive support cap was damaged and act button was not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.